Manufacturer narrative:
Concomitant medical products: 419488 lead, 694965 lead, implanted (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing with very small p waves noted. The lead also appeared to be oversensing the t wave which was leading to an atrial refractory (ar) marker and occasional inappropriate mode switching on the implantable cardioverter defibrillator (ICD). The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.